Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative and health care provider (hcp) reported the patient started complaining of a right side shocking sensation radiating to the right side of their body after an implantable neurostimulator (ins) replacement. Impedances were checked and they were similar to impedances measured prior to the ins replacement. The shocking sensation only occurred when stimulation was on. There was no shocking when stimulation was off. The ins was programmed 0-, 3+ and therapy impedances were fluctuating in the 600 ohms. When therapy impedance was checked again, impedance jumped to 2000 ohms. When the hcp met with the patient previously, the ins was reprogrammed to 0-, 2+ and the patient was happy for a while. When the hcp met with the patient again on the day of this report, the patient complained of right side numbness and tingling in their arm. There was no tingling or numbness when stimulation was turned off. Impedances were checked and they were fluctuating between 600 and 1500 ohms on electrodes 0 and 2. Impedances were measured to the be the following: c0 = 616, c1 = 633, c2 = 645, and c3 = 2038 ohms. Impedances were measured to be 559 ohms when the shocking occurred. Therapy impedance varied in the 800 ohm range. The isn was programmed to 0-, 2+ at 3.4v, 90 usec, and 185 hz. The ins was reprogrammed to 0-,1+ and the patient had a mild tingling sensation. The patient was traveling for the holidays so an x-ray and office visit were planned for when they returned. No appointment was scheduled at the time of this report.

Event description:
Additional information received from a manufacturing representative reported an exploratory revision was done. X-rays had confirmed no sharp turns in the extension. The surgeon pressed on the implantable neurostimulator (ins) battery and tried different positions to get the impedances to fluctuate, but the impedances were not fluctuating like they did in the past. Elevated impedances were measured on the right and left side. Impedances on the left side were measured to be the following: c-0 =3122 ohms, c-1 = 2015 ohms, and c-3 = 2274 ohms. Impedances on the right side were measured to be the following: c-8 = 2655 ohms. Therapy impedances were measured to be 2428 ohms on the left and 1086 ohms on the right.

Event description:
Additional information received from a manufacturing representative reported the cause of the shocking, numbness and tingling was not determined. It was unknown if any diagnostics were done, if any actions or interventions were taken, or if the issues were resolved.

Manufacturer narrative:
Concomitant product: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported the patient had tingling and electrical jolts/shocks in their head and their speech was slurred for the past 2-3 days. At the time of this report, the patient was in the hospital being tested for a possible stroke. The patient has had several falls, but nothing in the past week. The reporter suspected there was a malfunction with the leads. In (B)(6) 2015, the implantable neurostimulator (ins) was replaced due to normal battery depletion. Additional information from the patient's health care provider (hcp) indicated that there were changes and fluctuations in the impedance of electrode three after the ins was changed. The ins was reprogrammed to use electrodes zero and two. Impedances had been checked in multiple locations. The patient's indication for use is movement disorders.